Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was inoperable due to failure to recharge the device as recommended. Surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced thus resolving the issue.